Event description:
It was reported that the customer had high blood glucose of 416 mg/dl and ketones in the urine. Troubleshooting was performed with the insulin pump. Small soda-sized air bubbles were found in the tubing. Insulin did exit the tubing during manual prime. Program safety alarms were found in the alarm history from (B)(6) 2014. The high pressure test was performed and passed. It was explained the insulin pump was working as designed. Upon removal of the infusion set, the cannula was not bent nor occluded. It was advised to speak with healthcare provider regarding high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.